Manufacturer narrative:
510k: this report is for an unknown trauma screw. Part and lot numbers are unknown; UDI number is unknown. It is unknown if device was implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medwatch#: mw5078169. (B)(4).

Event description:
This report is against user facility medwatch number mw5078169, a copy is attached. The only information contained in this report is correction or additional information. A copy of mw5078169 is attached. This report is for an unknown trauma screw. This is report 2 of 2 for (B)(4).